Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush wireguided was used in the bile duct during a bile duct cytology procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the direction of the brush was strange. Reportedly, when cytology was about to be performed, the brush was also unable to retract. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an rx cytology brush wireguided was used in the bile duct during a bile duct cytology procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the direction of the brush was strange. Reportedly, when cytology was about to be performed, the brush was also unable to retract. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). Device problem code 2981 captures the reportable event of brush bent. A visual analysis of the returned device revealed that the device was free from obvious kinks and bends, no visual damages/defects were observed on the device. Functional analysis was performed and the brush was able to extend and retract without any issues. Additionally, dimensional inspection measurements of the brush were found within manufacturing specification. Based on the information available and the analysis performed, the most probable root cause is "no problem detected." A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.